Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that there was an issue with the watchdog set test on the customer's insulin pump. Alarm was unable to be cleared. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that all the operating currents are within specification. The unit passed the displacement and self test. No unexpected an error alarm noted. The device was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.